Event description:
The facility reported a pump with an unknown failure. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
The reported condition of an unknown failure code was confirmed. Inspection of the device found failure code 570 in the pump's event history. This failure code was caused by depleted batteries therefore the pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA #mdq-CAPA-132 which was opened on april 1, 2005.